Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitive transvenous right ventricular (rv) lead detected a pacing impedance measurement of greater than 2000 ohms, triggering a latitude red alert. The patient was brought in clinic for a device interrogation. No out of range impedance measurements were noted at the device check. A small amount of noise was seen on the shock channel when the patient was performing isometrics. No adverse patient effects have been reported as a result of these observations.

Manufacturer narrative:
Subsequently, another latitude red alert was generated for an rv pacing impedance measurement of greater than 2000 ohms. The patient was brought in for troubleshooting, but no noise was observed, and all other lead diagnostic measurements were normal. Available information suggests that the physician continues to monitor the situation at this time. This event will be updated if any additional information is received.

Manufacturer narrative:
Additional information indicates that the physician has elected to monitor the situation at this time. No x-rays have been obtained, and the cause of the high impedance measurements is currently unknown. The patient suffered no adverse effects as a result of this event. Current records suggest that these products remain implanted and in service at this time. This event will be updated if any additional information becomes available.